Manufacturer narrative:
Citation: m. Arsalan et. Al. "Durability of devices: long-term results and clinical outcomes". Eurointervention 2015;11: w119-w122 . Doi: (B)(4). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding durability of devices: long-term results and clinical outcomes. All data were collected from multiple centers. The study reviewed other articles/literature that talked about the durability of transcatheter aortic valve implantation (tavi). Mortality was noted, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate or severe paravalvular leak (pvl), prosthesis dysfunction required valve-in-valve procedure. Based on the available information, these events may have been attributed to medtronic product.